Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and was static. Additionally, it was reported that the touchscreen was delayed in responding to touch. The customer's blood glucose level ranged between 400-507 mg/dl which was addressed by delivering a bolus and administering a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.